Event description:
Customer reported collimator blades stay closed after boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, backplane, generator board, and repaired the collimator cable connector. System operates as intended. This MDR is related to ge healthcare complaint number.